Event description:
The lay user/reporter called lifescan (lfs) on july 24, 2006, and alleged that the pt's lancing device was not penetrating the pt's finger. The medical affairs specialist spoke to the pt on july 26, 2006, and obtained and verified the following info. The pt has not been testing on his meter due to the lancing device issue for about 2 weeks. He reported that he normally takes 70/30 insulin, 21 units in the morning and 10 units in the evening. During this time that he could not test on his meter, he reported that he took less insulin because he could not obtain a meter result. The pt passed out about 1 week after being unable to test. The paramedics were called and they took him to the hosp. He does not know what his blood glucose level was at the time, but he was told that his blood glucose was high and was diagnosed with dehydration and "crystals in his urine". He was treated with IV fluids during the 3 day stay in the hosp. This complaint is being reported, as the pt was unable to test his blood glucose because of the unresolved lancing device issue and he later was treated for hyperglycemia. A replacement meter has been sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.